Event description:
It was reported that the patients ipg had reached the end of life. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 weeks ago from date manufacturer was made aware.